Event description:
It was reported that during implant while attempting to prime the left ventricular assist device (lvad) in saline and start the pump at 3000 rotations per minute (rpm), the system monitor flashed "command not accepted" on the screen intermittently. Low flows and low speed advisories were noted and the system monitor would not accept the extending silence command. A new system monitor, power module, and power module patient cable were obtained and the problem persisted. The heartmate touch monitor was used in place of the system monitor and the pump started at 3000 rpm but the "command not accepted" message appeared when attempting to stop the pump. A new sterile controller was provided and the pump continued to reject the command from the heartmate touch. It was recommended by technical services to replace the pump and modular cable. A new pump and modular cable were obtained and the pump worked as intended and accepted all commands. Modular cable manufacturer report number: 2916596-2022-00200.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that during implant while attempting to prime the left ventricular assist device (lvad) in saline and start the pump at 3000 rotations per minute (rpm), the system monitor flashed "command not accepted" on the screen intermittently. Low flows and low speed advisories were noted and the system monitor would not accept the extending silence command. A new system monitor, power module, and power module patient cable were obtained and the problem persisted. The heartmate touch monitor was used in place of the system monitor and the pump started at 3000 rpm but the "command not accepted" message appeared when attempting to stop the pump. A new sterile controller was provided and the pump continued to reject the command from the heartmate touch. It was recommended by technical services to replace the pump and modular cable. A new pump and modular cable were obtained and the pump worked as intended and accepted all commands. Modular cable manufacturer report number: 2916596-2022-00200.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: no device-related events were identified during the evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported communication issue could not be reproduced. A specific cause for the reported events, as well as a direct correlation to (B)(6) could not be conclusively established. The account reported that while attempting to prime the pump in saline, the ¿command not accepted¿ message occurred when pressing the extended silence button on the system monitor. This message also appeared when pressing the pump start button. The system monitor, patient cable, and power module were exchanged but the issue persisted with new equipment. The heartmate (hm) touch was used in place of the system monitor and the pump start button worked appropriately with the hm touch but then when they pressed the pump stop button, the ¿command not accepted¿ message appeared again. The system controller was then exchanged but the same issue continued. Finally, after consulting with abbott technical services representatives, the pump and modular cable were exchanged. A new pump and modular cable were obtained, and the pump worked as intended. (B)(6) was returned assembled with the pump cable intact. The modular cable was returned properly attached to the pump cable inline connector. The sealed outflow graft and sealed outflow graft bend relief were not returned. The cuff lock was disengaged, and the apical cuff was not returned. Upon disassembly of (B)(6), the pump¿s blood contacting surfaces were clean with no evidence of depositions. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 30nov2021. The heartmate 3 lvas instructions for use (IFU), rev. C and the heartmate 3 patient handbook, rev. C are currently available. Section 5 of the IFU states that during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. Section 5 of the patient handbook, "alarms and troubleshooting", and section 7 of the IFU, "alarms and troubleshooting", address all system alarm conditions, as well as the appropriate actions associated with each condition. No further information was provided. The manufacturer is closing the file on this event.